Event description:
It was reported that during the implant attempt, there was placement difficulty with the right ventricular (rv) lead. The rv lead had poor maneuverability inside the heart. After several attempts to place the lead, the stylet was removed. The shape of the lead on fluoroscopy appeared tortuotic. The rv lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.